Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noted that the distal stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut row was damaged and lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and this is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noted that the distal stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported.